Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The device involved was not received for evaluation and the pump logs were not received for review. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the 500 ml bolus of lactated ringers over one hour. Pump did not shut off or alarm when the 500 ml volume was reached. Patient received a total of 700 ml over approximately 2 hours. No patient injury.